Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer restarted their pump and changed out infusion sets and cartridges to resolve the issue. The customer declined further follow-up from technical support, and no additional corrective actions were taken.